Manufacturer narrative:
Returned product was evaluated. Blood particulates were found on the manta device, depth locator, and dilator indicating use. Device was in the deployed state and the collagen, lock and anchor were not returned. No defects were found on the returned products. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Closure with manta was unsuccessful after a tavr procedure. Surgeon elected to cut down to complete closure and remove manta. During the removal a dissection was noted. The device was returned and inspected. No defects were found. No additional information or images were provided. Due to the lack of information it is inconclusive whether the dissection occurred during the initial procedure or during the use of the manta device as dissections are a common risk in large bore procedures. The IFU was reviewed and confirmed to state the following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection and/or other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: failed vascular closure and surgical cut down performed. Manta anchor, collagen plug, suture and radiopaque lock were removed during cut down. A vessel dissection was observed.